Event description:
The guidewire was threaded and then became stuck. When tried to remove, it was very difficult. When removed, noted the end was frayed and separated into 2 pieces. X-ray done wire was not retained in pt.